Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a family member of a patient receiving morphine (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported the patient was seeing code 8286 for the past two days when attempting a bolus. The caller stated the refill says (B)(6), however, the patient has not had a refill for 5 months. The caller was redirected to the healthcare professional (hcp). No symptoms or patient complications reported.